Event description:
It was reported that during an implant attempt, the right ventricular (rv)lead was placed and dislodged when the physician peeled away the safesheath. The physician was not able to reinsert the lead via stylet and when a new venous access was attempted it was more lateral and the lead wouldn't reach the septum as the physician wanted. A longer lead was implanted instead. When another rv lead was opened the physician noticed that the proximal ends of the superior vena cava (svc) and rvc's coils appeared to be 'stretched' and the coils themselves to be extensible. The physician was worried that there was degradation of the backfill and wanted the lead assessed for issues. It was also reported that the left ventricular lead was implanted and dislodged during slitting of the catheter. The physician was unable to re-implant into this branch again, another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: 5076 x 2 implantable pacing leads (B)(6) 2003. (B)(4).